Manufacturer narrative:
Device was evaluated by the area permobil representative who noted the device to be fully functional with no apparent damages or deviations. End user admitted to the permobil represenative that it was user error that caused this reported incident in how with their maneuvering of the device, at speed, through narrow lanes allowed the armrest to get hung up on a clothes rack and flip up. With the end-users arm resting on the armpad, the sudden lifting of the armrest caused the end-users arm to rotate into a position that caused the humorous to fracture. The armrest on the devices seating system has a design to allow the arm to flip up and back on a pivot point at the rear of the arm assembly. This design is meant to allow the arm to be lifted up and back to allow users to enter and exit the seating from the side with minimal effort. The DHR was reviewed and unit was built according to specification.

Event description:
Received report from end user that while traversing through the mall, his right armrest caught a clothing rack which flipped the armrest up and back. Reports are this happened so quickly that it snapped his arm back resulting in a break to his right humorous.